Event description:
Per the clinic, the patient experienced skin flap breakdown and infection at implant site and was treated with medication (type, date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.